Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The physician relocated the ipg from the patient's back to her abdomen. The patient was reportedly dong well following the procedure.